Event description:
Information received from a zoll distributor indicates that a (B)(6) male patient had a stage four pressure sore which was not healing while in a hospital. The patient could not wear the lifevest at the time. There is no further follow-up information available at this time.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device.